Event description:
It was reported that the patients lead slipped down in the middle of the back ¿a little bit¿ and probably did not cover the whole area. The patient had x-rays done (B)(6) 2014, and that¿s when the patient was told her leads were not where they should be. The patient had back surgery, in which a fusion/laminectomy to l7 was done, but the lead was not fixed. The patient felt that the physician was not concerned about it. It was further reported that the patient was still having concerns with their device/therapy and was working with her physician and or company representative.

Manufacturer narrative:
Concomitant medical products: product ID 3708240, serial# (B)(4), implanted: (B)(6) 2007, product type: extension; product ID 399930, lot# v026439, implanted: (B)(6) 2007, product type: lead; product ID 399930, lot# v026439, implanted: (B)(6) 2007, product type: lead. (B)(4).